Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have experienced trouble with arctic sun device s/n (B)(6) all day. The target was set to 36c, but the patient was still 38.1c. They keep getting an alarm about the water temperature and dirty filter. (Alert 113 - reduced water temperature alarm). Directed nurse to system diagnostics. Outlet monitor temperature (t1) was 30.4c, chiller temperature (t4) was 4.1c. Mixing pump command 100%. Explained device needs to go to biomed labeled with alert 113, not cooling. The mixing pump needs to be evaluated.

Event description:
It was reported that the nurse stated they have experienced trouble with arctic sun device s/n: (B)(6) all day. The target was set to 36c, but the patient was still 38.1c. They keep getting an alarm about the water temperature and dirty filter. (Alert 113 - reduced water temperature alarm). Directed nurse to system diagnostics. Outlet monitor temperature (t1) was 30.4c, chiller temperature (t4) was 4.1c. Mixing pump command 100%. Explained device needs to go to biomed labeled with alert 113, not cooling. The mixing pump needs to be evaluated. It was reported that the biomed had the arctic sun device that not cooling, t4 4.1. Per additional information updated from ttm on 22may2025, biomed stated they had been troubleshooting s/n: (B)(6) for not cooling. They had determined it was a pump issue and would like to get a quote. It was reported that the biomed following up on report from nurses of alert 113 (reduced water temperature control) not cooling. Transferred for assistance. Per follow up information received via phone on 11jun2025, spoke with nurse who confirmed swapping patient to a second device. Biomed came to the patient room to remove the faulty device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have experienced trouble with arctic sun device s/n (B)(6) all day. The target was set to 36c, but the patient was still 38.1c. They keep getting an alarm about the water temperature and dirty filter. (Alert 113 - reduced water temperature alarm). Directed nurse to system diagnostics. Outlet monitor temperature (t1) was 30.4c, chiller temperature (t4) was 4.1c. Mixing pump command 100%. Explained device needs to go to biomed labeled with alert 113, not cooling. The mixing pump needs to be evaluated. It was reported that the biomed had the arctic sun device that not cooling, t4 4.1. Per additional information updated from ttm on 22may2025, biomed stated they had been troubleshooting s/n (B)(6) for not cooling. They had determined it was a pump issue and would like to get a quote. It was reported that the biomed following up on report from nurses of alert 113 (reduced water temperature control) not cooling. Transferred for assistance. Per follow up information received via phone on 11jun2025, spoke with nurse who confirmed swapping patient to a second device. Biomed came to the patient room to remove the faulty device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Device not cooling due to a failed mixing pump. Installed test mixing pump to cool in decontamination. Serviced mixing pump. Level sensor cup was cracked halfway down from the top. Tank seals were tearing and no longer sealing the tank hoses. A 2000-hour pm was completed on the device. Replaced level sensor. Replaced tank seals. As part of the pm, serviced the circulation pump and replaced the heater, manifold o-rings, drain valves, double bend tube, and chiller evaporator outlet tube. Replaced control panel coin cell due to age. Loctite was applied to all caster bolts. The chiller ground stud star washer was reoriented against the frame. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.